Event description:
The pt was bilaterally implanted with siltex saline mammary prosthesis on 1/10/1994, subsequently the pt experienced bilateral deflation, capsular contracture, pain, wrinkling, displacement and asymmetry. The devices were removed on 4/3/1998.